Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review was completed for the subject lot number (63251564). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63251564) for similar event and no other complaint was identified. The following sections were updated: method code updated to 4109. Results code updated to 213. Conclusion code updated to 4310.

Event description:
There is no additional or corrected data to report.

Manufacturer narrative:
(B)(4).

Event description:
Doctor reported infection and that the implant tsv4b11 was removed from tooth site # 30. It is indicated that the patient was diagnosed with cancer 15 years ago, but it was cured. It appeared again after the implant placement. It is breast cancer with metastasis. During a hygienic treatment doctor found that the patient has a malign mandibular tumor. Patient's bone is necrotic in the implant area. At the moment no other implant will be placed as patient is in treatment for the cancer.